Event description:
Reporter identified that a filter in an "aralast" box, supplied by (B)(4) -manufactured by whatman, was leaking at the seam. The filter appeared not lined up correctly, to prevent leaking. The reporter stated they began withdrawing preparation from one vial of reconstituted biologic, through a filter, into a 60 ml syringe. The syringe contents was then transferred to an infusion bag, for subsequent administration to one pt. The reporter noticed almost immediately, that the filter was leaking at the seam, where the filter is bonded together. The reporter stopped withdrawing the preparation immediately, replaced the leaking filter with a new filter, and continued the procedure without any further incidence. The reporter stated the pt who received the preparation had no event. The reporter stated they did not believe the sterility or preparation was compromised.